Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following non-reportable findings: the battery was depleted and there was dust adhesion inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center there was nothing displayed on the monitor and a b40 error code appeared. The issue was found during inspection for use for a diagnostic upper endoscopy procedure. The procedure was completed after the machine was swapped and there was a delay in treatment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "images were not displayed" could not be identified with the information received. Correction with device evaluation results inadvertently left out. In addition, the following non-reportable malfunctions were found during the device evaluation: error code b40 occurred, the lamp does not light up, and front panel buttons do not work. Olympus will continue to monitor field performance for this device.